Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was seeing the elective replacement indicator (eri). It was reported a fall could be related to the eri. They state they fall everyday and it's been happening for six months or a year. A fall could possibly trigger an eri message. There was no allegation/dissatisfaction with the ins longevity. Patient reported that the can feel some current through their neck and the left side of their body. They said last night they increased the stimulation so this could be the reason. It was uncomfortable stimulation. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they wanted to know if them soaking their feet in a water bath with a 9v battery would affect the longevity of the device, along with wearing an infrared boot. The consumer was redirected to their healthcare provider (hcp) for a longevity estimate to confirm that it was in fact normal depletion. Additional information received from the healthcare provider (hcp) reported it was unknown if the cause of the eri, falls, and uncomfortable current in the patient¿s neck and side was determined. Due to these issues reprogramming was performed which possibly resolved the issue. The current status of the device was ¿working¿ with the patient¿s weight at the time of the event being ¿normal.¿ no further complications were anticipated.